Manufacturer narrative:
The immucor laboratory did not test the retention product because it performed at the customer site as expected by another method. Reagent use by other method as expected.

Event description:
On (B)(6) 2016, a customer site reported unexpected negative antibody screens when using panoscreen I and ii - 2 vial set by test tube method.